Manufacturer narrative:
Initial reporter phone: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the observation found and want to know if the batch on product was different from the packaging. The majority of your end customers have raised this observation and wish to know if the issue lies with the batch, as it differs from the information printed on the packaging. Consequently, it was requested to provide an email or letter clarifying this detail, given that your customers intend to return the material should this information prove to be incorrect.